Manufacturer narrative:
(B)(4). The customer inspected the device and reported that the inspiratory filter muffler needed to be replaced. The evaluation and repair will be completed by a non-covidien service provider. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ventilator has a breath delivery (bd) power on self-test (post) failure. Multiple attempt have been made try to obtain if the event was during patient use but no response from the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.